Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see manufacture report number 2032227-2015-05142.

Event description:
Customer reported the insulin pump went into threshold suspend and blood glucose was not low. Customer's blood glucose was 189 mg/dl and sensor reading was 46 or 45 mg/dl. Customer stated the sensor never read above 60 and blood glucose was never was below 189 mg/dl. Customer was not hospitalized. Customer declined troubleshooting. No further information reported.